Event description:
Medtronic received a report that a react catheter stretched at the distal section. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a thrombectomy. The patient¿s vessel tortuosity was normal. The access vessel was the left femoral artery (diameter 5.2 mm). The asahi 0.014 micro-guidewire was placed through the stryker micro-catheter to the starting point of the middle cerebral artery m1. The micro guidewire was then withdrawn and react-71 was inserted into the end of the internal carotid artery to extract the thrombus. During the aspiration process of react-71, the tip of the tube could not be pulled (repeatedly pulling, it had always been a state of immobility). Then the tip fell directly from the access. After it fell, the surgeon removed react-71 from the body and found that the distal end of the intermediate catheter had an abnormal shape (stretched). The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the suspected casue of the problem was catheter itself.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the react 71 catheter was returned for analysis within a shipping box and a plastic bio-pouch. Visual inspection/damage location details: no damage was found with the react 71 catheter hub. The react 71 catheter body was found stretched from ~19.0cm to ~6.0cm from the catheter distal tip. The react 71 catheter distal marker/tip was found damaged. Testing/analysis: none conclusion: based on the device analysis and reported information the customer¿s ¿catheter resistance¿ and ¿difficulty navigation¿ reports could not be confirmed. However, the customer¿s ¿catheter stretch during removal¿ report was confirmed as the react 71 catheter body was found stretched. It is possible that the damage found with the react 71 catheter distal marker/tip contributed to the reported event. However, the cause of the reported event could not be determined. The react 71 catheter distal marker/tip can become damaged due to patient vessel tortuosity, advancing/retrieving against resistance, or vessel calcification or stenosis. The react 71 catheter body can become stretched due to patient vessel tortuosity or advancing/retrieving against resistance. However, the cause of the catheter damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.